Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had an intermittent slight increase in pacing impedance. It was also reported that during the impedance increase, the rv lead would also have high capture thresholds and a sensing decrease. During the revision, low pacing impedance was noted in the ring to coil configuration. An insulation issue was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2007; t505c23 tissue valve (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.